Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00450. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. A service engineer (se) evaluated the device, and reported that the customer's issue was confirmed (misalignment in the touch position). A calibration was performed, but the issue was not resolved. The touchscreen was replaced to resolve the issue.

Manufacturer narrative:
H10: the failure investigation evaluation noted the following conclusion/root cause, "this touch screen failed resistance measurements are out of spec. The out of spec resistance results are the reason for the touch screen misalignment issue."